Event description:
It was reported that during the implant procedure, the lead had difficulty being placed into the target position. The lead was not implanted and was replaced with another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).